Event description:
The customer reported that the nibp (non-invasive blood pressure) showed as no data on the sedation flowsheet. The device was in clinical use at the time the reported issue was discovered. According to the customer, respirations and etco2 (end tidal co2) also shows 0. There was no reported patient impact / injury.